Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with right l4-l5 recurrent disc herniation, lumbar degenerative disease and lumbar radiculopathy and underwent the following procedures: revision, decompression, diskectomy at l4-l5 and l4-l5 transforaminal lumbar interbody fusion with prosthetic interbody vertebral device, bone grafting, posterior instrumentation and posterior fusion. As per op-notes,¿ an annulotomy was performed and a moderate-sized subannular disk fragment was removed. A thorough diskectomy was then performed and the cartilaginous end plate was removed. The disk space was irrigated. Two sustain 0 interbody implants, 12 mm in height x 12 mm in width x 26 mm in length, were each filled with bmp. A third sponge of bmp wrapped around matrix was placed in the left-hand side of the disk space. The first interbody implant was then placed and tamped to the left-hand side. Additional bmp and matrix was placed in the anterior aspect of the disk space. The second interbody implant was then placed in the right-hand side of the disk space. Matrix was packed posterior to this. The set screws were then compressed bilaterally and final torquing was performed. Ap and lateral fluoroscopy demonstrated good placement of the hardware. The bone wax was rubbed into the posterior margin of the disk space and fibrin glue was placed in the posterior aspect of the disk space. Floseal was placed on top of the dura on the left-hand side. The left l4-l5 facet joint was decorticated and the lamina were decorticated and the fourth sponge of bmp wrapped around local bone was placed in the left l4-l5 facet joint and additional matrix on top of this in order to achieve a posterior fusion. The retractors were removed and hemostasis was achieved.¿ the patient tolerated the procedure well without any intraoperative complications.